Event description:
A surgeon reported a patient who was experiencing persistent iritis following bilateral intraocular lens (iol) implant surgery in 2006. The surgeon also reported the chronic iritis goes away after medication. The patient had been referred to another physician in 2007 for an "extensive workup which did not show anything". The surgeon stated that the iol was "for sure in the bag". Additional information has been requested. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/05/2008, 12/08/2008, and 12/15/2008, by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 12/19/2008.